Event description:
Pt had a laparoscopic procedure in 2003. Md mentioned using a product called intergel to prevent adhesions. Pt has continued to have pain. 3/28 rec'd ltr from gyencare to withdraw product. This was done.